Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to noise and a lead fracture issue observed during a recent device replacement procedure. During the replacement, it was observed that the adhesive on the header of implantable cardioverter defibrillator (ICD) was slightly separated from the device. The atrial lead was then tested with a pacing system analyzer (psa) which revealed that pacing impedances have increased over time. The device was explanted, replaced and returned for analysis while the lead was abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned right atrial (ra) lead will not be returned to boston scientific therefore, the clinical observation could not be confirmed. While the device was returned for analysis to be analyzed. Once the product is returned the device will undergo detailed laboratory analysis in an attempt to determine the root cause of this event.